Event description:
Electrical shock when removing plug from kangaroo joey pump, while it was charging. Pump was clamped to IV pole. Plug was gripped from proper position. Strong electrical shock to right hand, tingling and soreness to hand remains present 24 hrs after incident.